Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that bd posiflush¿ normal saline syringe leaked. No serious injury or medical intervention was reported. Verbatim: "material no. 306547. Batch no. Unknown (provided: 8261703). It was reported that the saline came out by the plunger end. "As nurse was flushing chemo line, the saline came out toward the nurses by the plunger end.""

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd posiflush¿ normal saline syringe leaked. No serious injury or medical intervention was reported. Verbatim: "material no. 306547, batch no. Unknown (provided: 8261703). It was reported that the saline came out by the plunger end. "As nurse was flushing chemo line, the saline came out toward the nurses by the plunger end."